Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number; 1644408-2023-00448; 509-02-032, s808 - infection. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to infection.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.